Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Reported event could not be confirmed. Radiographs were reviewed, and noted, a single lateral x-ray of the right knee is submitted for review. Right total knee arthroplasty. There is no gross evidence of implant loosening on the lateral projection. Evaluation of implant fit/alignment and evaluation for prosthetic component loosening is limited by lack of the ap projection. Risks factors for implant loosening include generalized osteopenia and sparse cement tibial component metal bone interface. Osteopenia. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the package insert instability is listed as a known potential adverse effect. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical products 00576401652, nexgen lps-flex gsf femoral component, lot 63023703; 00598003702, nexgen stemmed tibial component, lot 62928172; 00598801215, nexgen straight stem extension, lot 62925970; 00597206532, nexgen all poly patella, lot 62969318; 66022663, palacos r and g bone cement, lot 79334406. (B)(6). The complaint device will not been returned as it has been scrapped. The device investigation has not yet been completed. Once the evaluation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that after a knee arthroplasty that the patient was revised due to instability